Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: the product information was not provided by the complainant, the applicable product labeling cannot be determined and therefore could not be reviewed. However, the instructions for use for the related chronic catheters were reviewed and showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However four electronic photos were received. The photos show a kinked guide wire passed through the lumen of a dilator, part of the introducer kit. The dilator¿s tip is bent in the photo. Photos are of low quality and blurry. The investigation is inconclusive for catheter infusion function deficiency, as there is not enough evidence to confirm a product deficiency. The definitive root cause could not be determined. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement, the catheter was allegedly occluded. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post dialysis catheter placement, the catheter was allegedly occluded. There was no reported patient injury.